Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that during a post market surveillance study the scope cultured positive for bacillus circulans after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended obtaining a container of clean rinse water to flush the elevator recess during manual rinsing, in order to maintain a dirty to clean work flow. In addition, recommended removing dirty ppe prior to handling the lid and using the key pad on the aer. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope¿s instrument and suction channels. The instrument channel was noted to have a black mark inside the channel near the distal bending section side. The suction channel was inspected and there were no kinks, stains, or foreign material observed. The image was normal. The scope passed leak the test. A review of the service history indicated the loaner scope was purchased serviced via repair on june 21, 2018. The OEM (omsc) received the re-culturing result from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing the scope. The sample tested positive for moraxella osloensis (1 cfu). Persistent organisms were not detected during re-culture testing. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced (B)(6) study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations the most probable cause of the reported positive scope culture is attributed to insufficient reprocessing from improper reprocessing procedure.